Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported that an e6 (mechanical) error was displayed on the infusion device in 2009. He was instructed to change the battery and infusion set and he was able to clear the error. Approximately 10 hours later, the error recurred and the patient was not able to use the infusion device. He injected insulin via pen. Three days later, the hospital reported that the patient had been admitted with elevated blood glucose of 30 mmol/l and ketoacidosis. No further information is available. The infusion device was replaced and requested to be returned for evaluation.